Manufacturer narrative:
On (B)(6) 2021 the customer alleged pump error 82 alarm. Pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error 82 alarms noted during testing. Pump successfully downloaded to thus. Confirmed pump error 82 alarm on (B)(6) 2021 at 10:36 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay. In summary, pump passed required testing. Customer alleged for pump error 82 was confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hrm task did not grant motor power in reasonable time alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device.